Event description:
During the procedure, the distal tip of the cannula broke off inside the vertebral body of the patient. The surgeon attempted to remove the tip, but it was determined this would cause more harm than leaving the tip in place. It was disclosed to the patient that there was a purposefully retained foreign body. No further complications arose from the procedure, and it was completed as planned. The broken trocar was saved, images were captured, and it will be returned to the manufacturer for failure analysis. Manufacturer response for trocar, pak needle - trocar (per site reporter). We have requested to return the device for failure analysis. Further response from the manufacturer will be shared with medsun.